Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, a field service engineer (fse) confirmed that the system was working within normal parameters with no delays. The customer requested closure and indicated that they would monitor for any further issues. The system functioned as intended when the field service engineer investigated the incident.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer did not remain closed due to a failed locking mechanism. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.